Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a guide catheter, a non-penumbra catheter, a stent, and a guidewire. It should be noted that the patient¿s anatomy was highly tortuous. During the procedure, using the ipsilateral approach, the physician advanced the guide catheter, lantern, and guidewire to the superior gluteal artery (sga). The physician then attempted to advance the lantern to the target vessel. However, the physician determined that it would be difficult to approach the target vessel and decided to remove the lantern in order to access the target vessel through the upper arm. While removing, the physician noticed under fluoroscopy that the mid-shaft of the lantern fractured. Therefore, the guide catheter containing the lantern was removed. It was also reported that the distal end of the guide catheter was kinked. The procedure was completed using a new lantern and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder